Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise, the investigation will be updated accordingly.

Event description:
It was reported that the patient underwent gamma3 u-lag screw surgery on (B)(6) 2019. After the surgery, the cutout of u-lag screw and the bending of u-blade were confirmed. Then gamma3 extraction and revision to tha was performed on (B)(6) 2019.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the patient underwent gamma3 u-lag screw surgery on (B)(6) 2019. After the surgery, the cutout of u-lag screw and the bending of u-blade were confirmed. Then gamma3 extraction and revision to tha was performed on (B)(6) 2019.